Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 497 mg/dl and 186 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.